Manufacturer narrative:
(B)(4): eval: method - lens work order search. Results visual inspection of the returned product found a small piece of haptic torn off and missing. Lens was returned in liquid. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens in the right eye. The lens was inserted upside down and was removed with no pt injury. No enlarged incision and no suture. Another same model and size lens was implanted. Reporter stated the lens did not malfunction.